Event description:
It was reported that tip of the instrument broke at the last thread along the tap. This portion of the instrument remained implanted.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the tap was broken off before the last thread to the shaft. Hardness testing of the returned product confirmed proper manufacturing and processing.a review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2007.the probable underlying root cause for the damage is loss of mechanical integrity resulting in instrument fracture during usage of the device.